Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via femoral artery. The target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 3.50x12mm promus element ¿ stent was implanted in the lesion. Post-dilatation was then performed, however, the physician noted an edge dissection with the stent. Subsequently, a 3.5x16mm promus element¿ plus stent was implanted in an overlapping manner to cover the dissection and the procedure was successfully completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.   (B)(4).